Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia, contraception, numbness, tingling (in the left upper extremity..), bronchitis, premenopause, bacterial vaginosis, proximal renal tubular dysfunction and fibroids. Concurrent conditions included left lower quadrant pain, pap smear abnormal, dyspareunia, hypertension, vaginal discharge, migraine, lung disease, throat discomfort, uterine leiomyoma and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and cough ("cough") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, allergy to metals, cough and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cough, dyspareunia, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: decripensy noted insertion date (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both the left and right essure coils appears to be appropriately positioned.successful mechanical occlusion of both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombocytopenia, contraception, numbness, tingling (in the left upper extremity), bronchitis, menopause, bacterial vaginosis, proximal renal tubular dysfunction and fibroids. Concurrent conditions included left lower quadrant pain, pap smear abnormal, dyspareunia, hypertension, vaginal discharge, migraine, lung disease, throat discomfort, uterine leiomyoma and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and cough ("cough") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, allergy to metals, cough and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cough, dyspareunia, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancies noted insertion date (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both the left and right essure coils appears to be appropriately positioned. Successful mechanical occlusion of both fallopian tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.